Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male patient on impella cp support due to a st-elevation myocardial infarction (stemi). While on support, the patient experienced a couple of ventricular tachycardia (v-tach) runs through the night and was shocked back. Amiodorone and lidocaine drips were started which to resolved the issue.